Event description:
A patient care specialist contacted dexcom technical support on (B)(6) 2014 and claimed patient was having issues with alerts not working on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, dexcom technical support attempted to contact the patient multiple times in order to collect additional information but were unable to make contact.